Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that upon removal of the drain, the tip remained in the patient's pericardial space. The patient received pericardiocentesis completed with a perivac pericardiocentesis kit and the drain was left in following the procedure. The following day the physician came to remove the drain. It was removed without any issue; however, upon inspection, the tip of the drain appeared to be missing. There was no resistance felt when the physician pulled the drain and the patient tolerated the procedure well. Upon computed tomography (CT), it was determined the tip was remaining the patient's pericardial space. After consultation with infectious disease and cardiac surgery, the tip was actually left insitu. The patient received antibiotics and will have frequent follow-up echocardiograms.

Manufacturer narrative:
Outcomes attrib. To ae, describe event or problem: updated. (B)(4).

Event description:
It was further reported that the patient was readmitted and required open heart surgery to remove the tip.